Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron solution administration set had damage; further reported as ''non-perforated connector". This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H10: the device was received for evaluation. A visual inspection was done which observed an internal obstruction in the spike connector due to molded part. The reported condition was verified. The cause of the condition was due to a failure during the injection molding process of the spike connecter during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.